Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected. Customer's blood glucose was 120-135 mg/dl. The customer changed the infusion set to resolve the issue.